Event description:
It was reported that the tip of the scorpion handpiece instrument broke off during a rotator cuff repair, upon trying to deploy the surefire needle through the cuff. The surgeon was unable to retrieve the piece and it was thought to be retained in the cuff; it was not noted to come through the shaver suction. Subsequent to the case, an x-ray was taken and the broken piece was not seen on the film. Follow-up information was obtained from the surgeon's office regarding patient age, gender, and weight, and current condition. The surgeon stated that post-op ultrasound confirmed the retained piece is imbedded under the repair. The patient is now 3.5 weeks post-op and he is asymptomatic. No further patient information was provided at the time of this report or in follow-up. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received and an evaluation was conducted. The instrument was confirmed to have a broken upper (moving) jaw hook. Visual inspection was performed. Because the device was damaged, a function test could not be performed. The evaluation conclusion was determined as misuse by user. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is excess pulling forces applied to the suture and/or tissue in combination with metal fatigue from extended use and processing. This is the second complaint of this type for this part/lot combination. If additional patient information is obtained, a follow up report will be submitted.